Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the microcatheter was being used with a flow diverter stent in unspecified embolization procedure. Reportedly, there was resistance at the hub of the microcatheter that damaged 2 flow diverter stents that were attempted to be advanced in the microcatheter. The physician could not change the microcatheter as navigation was very difficult and finally managed to open the hub of the microcatheter by introducing the proximal end of a 0.14 guidewire. A new flow diverter stent was then advance and implanted and the procedure was successfully completed. Reportedly, the procedure time was extended by 30 minutes due to this problem. There was no report of injury to the patient.

Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation conclusion). Investigation conclusion: the investigation found that an in-house stent experienced resistance when attempting to advance through the lumen of the returned headway microcatheter. The lumen of the microcatheter was found to have damaged/delaminated ptfe liner and the lumen coil exposed at the hub joint, which is consistent with the "defect at the hub" described in the reported event and would have resulted in the resistance encountered. However, the in-house stent system used was not damaged upon deployment from the headway during the investigation. The stent used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process.. A search for non-conformances associated with this part/lot number combination did not reveal any other production-related issues relevant to the complaint that occurred during manufacturing of the device.